Event description:
It was reported by the user facility that a hemodialysis pt was hypotensive during a four hour treatment. Approximately 2 1/4 hours into treatment, the pt was given 200ml normal saline solution. Approximately 30 minutes later, the pt was given an additional 300ml normal saline solution for blood pressure support. Twenty minutes following administration of normal saline solution, the pt became bradycardic and was re-infused with 400ml normal saline solution. At this point, a code was called, the md was notified and the pt was released to the hospital medical staff for further care.

Manufacturer narrative:
This report is being submitted as part of a system level review. We have contacted the initial reporter. Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department has received medical records and is in the process of reviewing. A supplemental report will be submitted upon completion of the investigation.